Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the event and utilization of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The cause of the peritonitis is unknown; however, the pd catheter is the source of infection for a majority of peritonitis as it provides a portal of entry for organisms to the peritoneum. Most cases of pd related peritonitis are a result of touch contamination. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. Initially the patient reported during a follow up call that they went to the hospital due to pain and were diagnosed with peritonitis. Upon follow up with the pd registered nurse (pdrn) it was reported that the patient presented to the emergency room (ER) on (B)(6) 2020 with left-sided pain. The patient was admitted with a diagnosis of peritonitis. The patient remains hospitalized to date and had his pd catheter removed (date unknown). The pdrn has no information for culture results, antibiotics or suspected cause until the patient is discharged and the hospital sends the records to the pd clinic. The patient is currently completing hemodialysis (hd) and the plan is for him to return to pd at some point. The pdrn stated the patient did not report any cycler issues or any cassette leak prior to the peritonitis event. The patient mostly utilizes 2.5% and 1.5% delflex solution but does have 4.25% on hand if needed. No products are expected to return for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as-received simulated treatment was initiated and completed without failures. The sound emitted during treatment setup was normal. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the bottom cover between the front panel and pump assemblies. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Corrected information: b5 - removed first 4 characters (transcription error). Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. Initially the patient reported during a follow up call that they went to the hospital due to pain and were diagnosed with peritonitis. Upon follow up with the pd registered nurse (pdrn) it was reported that the patient presented to the emergency room (ER) on (B)(6) 2020 with left-sided pain. The patient was admitted with a diagnosis of peritonitis. The patient remains hospitalized to date and had his pd catheter removed (date unknown). The pdrn has no information for culture results, antibiotics or suspected cause until the patient is discharged and the hospital sends the records to the pd clinic. The patient is currently completing hemodialysis (hd) and the plan is for him to return to pd at some point. The pdrn stated the patient did not report any cycler issues or any cassette leak prior to the peritonitis event. The patient mostly utilizes 2.5% and 1.5% delflex solution but does have 4.25% on hand if needed. No products are expected to return for physical evaluation.